Manufacturer narrative:
The insulin pump had pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly on connector board. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with scratched case and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. Blood glucose level at the time of the incident was 99 mg/dl. The insulin pump was returned for analysis.